Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer reported low battery alert and they put new battery which did not worked out the insulin pump. Customer was not calling after receiving new battery cap. The insert battery alarm did not displayed on the screen. Customer reported that the battery cap was normal. The display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.